Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Evaluation summary: (B)(4) : the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead had a suspected fracture, high impedance measurements of 451ohms to greater than 9999 ohms, increasing thresholds, and failing to capture and sense. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku